Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Without the sample to review, determining a definite root cause and corrective action for the reported issue is not possible.

Event description:
Customer complaint: there have been a few different issues reported such as cracks in the lines and when attempting to draw blood from the port and leaking from the hub.